Event description:
It was reported that the customer experienced low blood glucose for the past couple of days, and she was hospitalized due to low blood glucose. The caller mentioned that the insulin pump alarmed no delivery and had reservoir affected by the recall. The caller stated that the paramedics had been called out to her home several times. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.